Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Performed test on trueresult meter with a result of 80mg/dl. Performed a test on doctor's meter with a result of 140mg/dl based on parkes error grid analysis, the bias between the two results (80, 140) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of low blood results. Performed test on trueresult meter with a result of 80mg/dl. Performed a test on doctor's meter with a result of 140mg/dl based on parkes error grid analysis, the bias between the two results (80, 140) is located in zone b/c. No adverse event reported.